Manufacturer narrative:
(B)(6). Philip's field service engineer (fse) confirmed the alleged touchscreen issue. The fse cleaned the screen and performed a touchscreen calibration, however, the problem persisted. The fse replaced the touchscreen to address the event. The unit successfully passed the performance verification test.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 05nov2018. The unit touch screen, user interface assembly was returned to philips for evaluation. A visual inspection revealed a cloudy discoloration on the main screen. The touch screen, user interface assembly was cleaned and installed in a test graphic user interface and the user interface assembly was installed into a test ventilator. An attempt to calibrate the touchscreen failed; the touchscreen was not responsive on the lower half of the screen. The touch screen was checked to ensure there were no shorts. Several points were out of range. The alleged issue was confirmed. The touch screen was out of tolerance.